Event description:
It was reported that the patient believes that their battery is depleting faster than expected. Implant card then received noting that the patient underwent a prophylactic generator replacement. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.